Manufacturer narrative:
(B)(4). This complaint for a damaged was confirmed in the lab. The results of a sample evaluation revealed a leak from a hole/puncture mark cut approximately 36- from cassette on the patient line. A root cause was not identified due to insufficient information. A possible cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The product sample has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Event description:
A home patient (hp) contacted (B)(4) needing assistance. The hp stated they were in dwell 1 and she noticed a hole in the patient line. The tsr assisted the hp to end therapy and start over with new supplies. A follow up was done via phone with the hp regarding the reported problem. The patient stated that the hole was in the patient line and she did not know what caused it. New supplies were used to finish therapy and the sample was available and requested. The lot number was unknown as the packaging and box were disposed of. The nurse had been contacted regarding the event and the patient was doing fine with therapy since the event. No patient injury or medical intervention was reported.